Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. Visual evaluation of the returned sample noted a meter bag with the sample port connecter connected to the inlet tube with the tamper evident seal intact and silicone temp sensing catheter . Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. With no issues and no cuffing noted, the drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and no leaks were noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "- method for use: ·when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. [Fragment of the balloon or segment of catheter may remain in the bladder.] ·do not pull the catheter hard.[the catheter including a balloon may be damaged or the bladder/urethral mucous membrane may be injured.] ·since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician¿s instructions by reference to the section ¿troubleshooting¿. ·when deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed.] ·when catheter with temperature-sensing is used, this product should never be connected to temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. - applicable patients ·use with great care for patients with disturbance of consciousness, etc. [When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder.] - method for use: ·do not reuse. ·do not resterilize. ·be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] ·do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] ·no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] ·do not wipe catheter surface with organic solvents such as alcohol.[the coating on the device may come off.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leaked from a hole in the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from a hole in the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that urine leaked from a hole in the catheter.